Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vh-3000, the harvester noticed a small piece of blue material in the pt's leg. He reported it to be a little rubber blue ring from the seal in the harvesting cannula. He was able to retrieve it using the c-ring. The procedure was completed with this same device. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)